Event description:
The ER reported that the labeling on multiple products is not adequate. The products which contain latex are labeled with fine writing that usually states "caution; this product contains natural rubber...". The ER staff have suggested a more clearly marked package since they acquire products from shelves usually in an emergency and are likely to overlook the fine writing. It is very easy for the staff to grab a product containing latex for a latex sensitive patient. Only three products were entered as examples for this report.